Event description:
Caller states patient tested 4.7 inr on the coaguchek xs plus system while a comparison lab returned as 2.2 inr. Caller states the patient's finger was squeezed excessively when the result of 4.7 inr was obtained. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The strips were returned to the local investigation unit who forwarded the product to the global investigation unit. The strips were lost in shipment and are not expected to be found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.